Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds. Some time later it was noted that the ra lead exhibited far-field r wave oversensing and undersensing of p waves during atrial fibrillation episodes. At the request of the physician no action was taken. The ra lead remains in use. No patient complications have been reported as a result of this event.